Manufacturer narrative:
The post-closure angiogram revealed a dissection flap causing stenosis, which was remediated with placement of a covered stent. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Therefore, the root cause of the dissection is inconclusive. The IFU was reviewed and confirmed to list: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events related to the deployment of vascular closure devices. Risk documentation was reviewed and confirmed this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, documentation or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta vascular closure device instructions for use lists potential adverse events related to the deployment of vascular closure devices that includes local trauma to the femoral or iliac artery wall, such as dissection and potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.

Event description:
The patient underwent a transcatheter aortic valve transplant (tavr) on (B)(6) 2020. The patient's artery size measured 6.0 mm x 6.0 mm and had minor calcification present. Deployment depth for the manta vascular closure device (manta) was measured as 6.5 cm. A 23 mm heart valve was successfully delivered using a 16f procedure sheath. The manta was deployed at the femoral access site and performed as expected with immediate hemostasis. An angiogram of the closure site post-manta deployment showed an area of dissection of the right common femoral artery that appeared to be below the level of the manta suture lock. Imaging appeared to show the collagen correctly placed external to the lumen of the vessel. The reporter stated the superior portion of the dissection flap appeared to be just proximal and toward the posterior wall of the vessel in relation to the suture lock on the post deployment angiogram. The dissection plane/flap was ballooned several times without resolution. The dissection was ultimately resolved with placement of a covered stent. The outcome was successful with normal blood flow established post-covered stent placement. Per the reporter, the physicians in attendance agreed the dissection was most likely created by a wire or sheath.